Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that, per the patient, they were pulling more drug out of the pump than they expected to be pulling out. The event date was unknown. No symptoms were reported. There were no further complications reported at this time.